Manufacturer narrative:
Analysis confirmed the customer's allegation of overheating. Pre-repair temperature check performed at 80,000 rpm's after 1 minute the temperature was 148f at nose, 87f middle handpiece and 80f at rear of handpiece. Some lase markings are faded. The housing/case, nose, nose bearings and bur lock were worn. According to the complaint the nose housing and nose bearings have been replaced. According to the faded laser markings the bur lock thimble and the bur lock alignment ring have been replaced. All o-rings, coupling output and other small additional parts had been replaced. The handpiece had been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported that the handpiece overheated during the procedure. There was no known patient impact reported.